Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient of unknown age underwent a breast augmentation with a saline mentor siltex round moderate profile 250cc and experienced deflation on the left breast implant and was dissatisfied with the right breast implant. As a result, the patient underwent bilateral removal of implants on (B)(6) 2018. This is for the left side implant, see manufacturer report number 1645337-2018-06684 for contralateral prosthesis.

Manufacturer narrative:
It was reported that a female patient of unknown age underwent a breast augmentation with a saline mentor siltex round moderate profile 250cc and experienced deflation on the left breast implant and was dissatisfied with the right breast implant. As a result, the patient underwent bilateral removal of implants on (B)(6) 2018. This is for the left side implant, see manufacturer report number 1645337-2018-06684 for contralateral prosthesis. The device was returned to mentor without fluid inside. No foreign material was observed within the device. Yellow material was observed on the shell surface. Upon visual examination the device was severely rented. Microscopic examination of the edges of the rent gave no indications as to cause. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. (B)(4).